Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the moderately tortuos and severely calcified mid left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for pre-dilatation. However, during the third inflation at 11 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.